Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from 42% to 15%, within three months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time. Please note: the serious injury report for this case had already been made via report MDR 2124215-2022-45535. At the time that report was submitted, the serial number of the device was unknown. Additional information was received with the correct model/serial numbers (a219/(B)(6)). For this product, a malfunction report MDR 2124215-2022-39993 was submitted on 10/05/2022. This case will be worked under 2124215-2022-39993 going forward.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was requested. The investigation will be updated should further information be provided. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time. Please note: the serious injury report for this case had already been made via report MDR 2124215-2022-45535. At the time that report was submitted, the serial number of the device was unknown. Additional information was received with the correct model/serial numbers ((B)(6)). For this product, a malfunction report MDR 2124215-2022-39993 was submitted on 10/05/2022. This case will be worked under 2124215-2022-39993 going forward.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, from 42% to 15%, within three months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time. Please note: the serious injury report for this complaint had already been made via report MDR 15782395. At the time that report was submitted, the serial number of the device was unknown. Additional information was received with the correct model/serial numbers ((B)(6)). For this product, a malfunction report MDR 15675151 was submitted on 10/05/2022.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from 42% to 15%, within three months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from 42% to 15%, within three months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.